Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply was ordered, and needs to be replaced. No further information is available.

Event description:
The customer reported that the 7700 system would not boot up. No patient injury was reported.